Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end,insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation upon inspection and testing of the device, the reported issue was confirmed. In addition to the findings reported, scratches were found on the device, there was a loose nut, a worn forceps elevator lever (which caused the up/down knob to not lock securely), a deformed elevator channel plug a cracked scope body and a chipped the scope cover. Corrosion was found on the sheet holder unit and electrical connector and water tightness was lost on bending section cover (due to a pin hole), on the distal end side (due to a damaged packing ring) and near the scope connector (due to the connector being deformed). The distal end was deformed, the acoustic lend was damaged, there was worn adhesive on the bending section cover and around the light guide lens and the coating on the connecting tube was peeling. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that there was a problem with the balloon channel on the evis exera ii ultrasound gastrovideoscope. During evaluation, a gap between the acoustic lens and ultrasound probe was found. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted due to the gap between the acoustic lens and ultrasound probe found during evaluation and inspection.